Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fusion surgery in which rhbmp-2/acs was implanted. As per the op notes: ¿the left-sided p osterior lumbar arthrodesis at l3-4 and l4-5 was performed by decorticating the lateral facets and transverse processes of l3, l4 and l5 on the left side. Rhbmp-2/acs followed by bone graft followed by another rhbmp-2/acs were laid across decorticated bone on the left side. Care was taken to be sure that the rhbmp-2/acs had no access and had no proximity with any neural elements. The right-sided posterior spinal instrumentation was then performed by decorticating the right l3, l4 and l5 transverse processes and lateral facets. Rhbmp-2/acs was laid across the decorticated bone, followed by a layer of bone graft, followed by another layer of rhbmp-2/acs. Care was taken to be certain that the rhbmp-2/acs had no access or proximity to any neural elements.¿ the patient tolerated the procedure well without any intraoperative complications. On (B)(6) 2012, the patient was discharged from the hospital.